Event description:
During a surgical procedure, the tip of the sheath broke and fell into the pt's bladder. The tip was retrieved with no harm to the pt.

Manufacturer narrative:
When instrument was received, it was found to be dirty with foreign matter on the instrument and inside the bag the unit was received in. Visual inspection of the instrument confirms that the ceramic tip is chipped and a portion of the ceramic is missing from the tip. The broken piece of ceramic was not returned with the unit. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. Burn marks are noted on the top edge of the ceramic tip. The questionable sites are noted. The balance of the instrument is in good physical shape. The exact cause of the breakage of the ceramic tip cannot be determined, but due to the evidence of the burn marks on the ceramic tip, it is reasoned that tip was subjected to excessive heat from a laser or other energy product as the result of customer misuse/mishandling. Common causes of misuse and breakage are included in the following assessments obtained from similar investigations: exposure of laser energy to the ceramic tip, which can cause overheating and crackling/breaking of the ceramic material. Application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage.